Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02592-2. This report is being submitted to relay additional information and device evaluation. One impl tapered scr-v ha 3.7 mm 3.5mm 16mm (tsvh16) was returned for investigation. Visual evaluation of the as returned product identified signs of use (dried bone/blood around the internal hex). However, one unknown tsv 3.75 x 13mm implant was reported but not returned. No malfunction has been identified with the returned implant. Based on the evaluation, device malfunction has not occurred for the tsvh16 and could not be verified for the unknown implant. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR and sterilization records could not be reviewed since the lot numbers were not provided. A complaint history review by item number was conducted for the tsvh16 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: other). However, complaint history could not be reviewed for the unknown implant. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper techniques used during placement loading of implants outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function and/or leading to damage to implant ¿ abutment interface which results in inability to seat prosthetics on implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device was not returned.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02592. Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. To date, product has not been received by zimmer biomet, however an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two (2) implants were removed due to an unknown reason. Grafting was done and the implants were replaced. The implants were loaded prior to failure. They do not have any record of why the implants were removed and the office that removed the implants has since closed during the covid-19 pandemic. Tooth locations unknown.